Event description:
A health professional reported that after treatment with juvederm ultra plus xc in the glabellar region, the patient experienced an allergic reaction and bruising almost immediately on the left side glabellar. The physician stated that the bruising became worse over the following week, turned into a scab and then to a scar at the injection site. No treatment was given, although the patient was told to use ice on the day of injection.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2011.